Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to oversensing of noisy signals. No noise was able to be reproduced with pocket manipulation or isometrics. Technical services (ts) recommended testing the secondary sensing vector. This s-ICD system was reprogrammed to the secondary sensing vector, after testing it showed appropriate sensing. This s-ICD system remains in service. No additional adverse patient effects were reported.